Event description:
Approx 6 hours after a gamma knife scan, a patient complained of discomfort and reddening on the right anterior forehead where the stereotactic frame screw was placed against the head. The area was described as redness on the upper layer of skin. This site had not been using insulated fixation screw posts.

Manufacturer narrative:
Investigation results: there is a risk for burns in MRI, depending upon which sequence is used and also what sar value the sequence uses. The result of too high energy used in the MRI could potentially affect the patient via heating. The mitigation for this risk is to utilize insulated posts with the fixation screws holding the frame in place. In 2009, this customer was provided with insulated fixation screw posts in order to avoid the potential risk of further patient burn injuries. In addition, further analysis has indicated that device labeling will need to be revised to clarify the use of the leksell stereotactic system in an mr environment. Elekta instrument ab is in the process of initiating a corrective action, which will be filed appropriately with the FDA once it has been released.